Event description:
It was reported that the collimator on the 9900 system closed down and the images were dark. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was calibrated and the brightness and contrast were adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.